Event description:
It was reported that the patient was getting a steady current or almost shocking sensation when changing to a different position. The patient felt like his stimulation was jumping too high and had acute pain. The patient had noticed the strong stimulation sensation when changing positions two months ago. Because he had the stimulation so low, the patient's pain had increased in the last two months as well. The patient's pain was in the left foot and thigh areas. He had been reprogrammed 2-3 times in the past with the last time being around the first part of 2012. The patient had five ingrown toenails removed and was trying to expand the area of the stimulation to reach his foot from the ingrown toenails and extend to his lower back to his thigh. Reprogramming had worked for a while, but he was having pain again. The patient ended up with drop foot in his left foot after surgery and had nerve issues in his left foot, which stays cold. The patient's calf muscle was now "shot" and every so often he got pain in his left thigh. The patient felt like someone was "digging in it." This would happen randomly and he was not sure what provoked it. This had been occurring for the last three months. The patient only had two programs, one for the right and one for the left. He had tried adjusting them but had no success with managing the pain. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).